Event description:
It was reported that, during an in-clinic follow-up, a decrease in impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the event was rv lead insulation damage, which was visually confirmed upon explant. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage, noise, and low pacing lead impedance were confirmed. Visual examination of the durata lead found an external insulation abrasion breaching the quad lumen tubing. In this region, abrasion of the polytetrafluoroethylene (ptfe) liner of the inner coil and ethylene tetrafluoroethylene (etfe) coating of the ring electrode (re) and the right ventricular (rv) cables were observed. The abrasion was caused by lead friction to the device. The cause of the reported events was isolated to the exposed cables and inner coil at the area of the abrasion.